Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the physician was reporting doing refills and the alarms seem to be triggering. There were no alerts in the logs. Technical services recommended as a general rule to check the home screen for any active alerts. There was no specific patient or event. Additional information from the company representative via the healthcare provider (hcp) indicated that actions/interventions taken to resolve the issue included alarm being manually disabled, and the reservoir was updated. The cause of the pump alarming was determined to be due to low reservoir not being updated. The issue had since resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.